Manufacturer narrative:
The device was not returned to olympus for evaluation and therefore the cause of the reported event cannot be determined. As a preventive measure, the instruction manual provides several warning statements: be sure to check the readings on the premeasured syringes to see if its maximum volume matches the maximum diameter of the inflated balloon indicated on the air-feeding port. An improper combination of the premeasured syringe and the balloon catheter may cause excessive inflation of the balloon, resulting in patient injuries such as tissue inflammation. This may also cause damage to the instrument. Do not inflate the balloon with any syringes other than the premeasured syringes included in the package. Otherwise, the balloon may burst and the pieces could remain in the duct. Do not inflate the balloon rapidly. Otherwise, the balloon may burst and the pieces could remain in the duct. Inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. Do not inflate the balloon with too much air. Otherwise, the balloon may burst and the pieces could remain in the duct.

Event description:
It was reported that during an unspecified procedure, the balloon burst when trying to withdraw it from the pancreatic duct. The balloon was removed from the patient and was intact upon retrieved. There was no patient harm or injury reported due to the event.